Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the measurement issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
This is an olympus loaner asset that was inspected in-house. It was observed that the measured value of flow could not be correctly recognized. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the reported issue of measured flow rate not being able to be correctly identified was not duplicated. There was no malfunction of the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.